Event description:
Patient was having an ercp performed. Two dilators (both same lot) had problems. Contrast leak at the balloon inflation hub (during inflation) and was unable to maintain necessary pressure. The guide wire hub came apart from the catheter during the balloon dilation.